Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 1581 competitor lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the alert tones will not function on the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.